Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the 550 device. Hcp reported .28 kg ultrafiltrate was removed above the goal set. Target weight (wt) to be removed was 1.1 kg and actual weight removed was 1.38 kg. No adverse symptoms were exhibited by pt during therapy. Blood pressure was charted as 215/116 and 189/97, baseline is 180/80. No medical intervention was necessary and no pt injury resulted from this event. Treatment parameters were as follows: length of tx: 4.75 hrs, blood flow rate: 350, dialysate flow rate: 500 and the ultrafiltrate controller was in the "on" position. Pt denied dizziness and ambulated independently. Following this treatment, pt's dry weight has been decreased with each subsequent tx with 81.2 kg for tx performed on 3/3/oo. Hcp reported the weight removed on tx date 2/10/00 should not have caused any problems due to the fact his dry weight has been lowered with each treatment since this date and his blood pressure has remained high. Hcp reported the high blood pressure on 2/10/00 may have indicated the pt had not reached his dry wt.